Event description:
The customer reported the ventilator had a noisy turbine and then sent the ventilator to the service center. During service, the service center verified the noisy turbine. The ventilator alarmed for low pressure, and then the turbine stopped.